Manufacturer narrative:
This report is submitted on march 5, 2018, (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to migration of the electrode array. There are no plans to reimplant the patient as they were a non-user of their device.